Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a starclose after a peripheral artery occlusive disease procedure using a 6f sheath. Reportedly, the blue plunger was fully depressed without issue (step 2). Resistance was noted while attempting to advance the thumb advancer (step 3). The safety release mechanism was used to retract the locator wings and the device was removed without issue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account confirmed the following: it was confirmed that during step 3, the thumb advancer became stuck and could not be pushed to complete the sheath split. Therefore, once the device was removed from the patient, the sheath was able to split during troubleshooting. Deployment button (4) was pressed once the device was completely outside of the anatomy while troubleshooting. The clip was confirmed to be discarded. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the thumb advancer could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, a conclusive cause for the reported difficulty cannot be determined. Factors that contribute to mechanical jam with the thumb advancer may include, but not limited to, flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression, device angle changed prior to thumb advancer stroke completion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a staclose after a peripheral artery occlusive disease procedure using a 6f sheath. Reportedly, the blue plunger was fully depressed without issue (step 2). Resistance was noted while attempting to advance the thumb advancer (step 3). The safety release mechanism was used to retract the locator wings and the device was removed without issue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.